Event description:
Boston scientific received information that this right ventricular (rv) lead had been exhibiting noise that would last 1 to 2 seconds. This was observed on ventricular tachycardia episodes. The patient is not pacer dependent and only paces 3 percent of the time. There was no asystole reported. The sensitivity was increased which has decreased the amount of ventricular tachycardia episodes. It was also reported that a lead safety switch (lls) was declared for pacing impedances greater than 2,500 ohms. The lls occurred on the same day as the patient had reported a fall due to weak legs. The patient had broke their clavicle. During the device check the broken clavicle made it hard to try to reproduce noise. The lead was configured unipolar and the patient is to be re-evaluated in one month. No adverse patient effects have been reported at this time.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.